Manufacturer narrative:
Correction: d6 - correct implant date is (B)(6) 2010. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23019. It was reported that the patient had endocarditis and lead vegetation. The implantable cardioverter-defibrillator (ICD) was not suspected to have cause the infection. The ICD system was explanted and replaced. The patient was stable.